Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 175 mg/dl. Customer believed the alarm was due to a temperature change occurring to the pump while the pump was out in the sun; however, this could not be confirmed. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue.